Event description:
Allegedly patient presented to the ER with acute dislocation and infection on the face. Two days later a failed attempt to relocate hip under anesthesia and then did revision surgery to remove product.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. The event device code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00148, 00149. Please be advised: in error, this report was sent to the (B) (4) test account rather than the (B) (4) production account. It was filed at 05:42:00 pm on may 26, 2010. I am sending this to the production account to correct this error.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned. Complaint history reviewed. Device history record reviewed. Package insert reviewed. Evidence that product in spec when used. Use of device could not be determined.

Event description:
Allegedly patient presented to the ER with acute dislocation and infection on the face. Two days later a failed attempt to relocate hip under anesthesia and then did revision surgery to remove product.